Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery alert. Customer stated the screen froze after rewind. Customer changed the batteries and infusion set. Blood glucose was high at 480 mg/dl which he treated with manual injection. The customer changed the battery and stated the screen was fine and he was able to rewind. The insulin pump was not replaced.